Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), and a non-penumbra sheath. During the procedure, while introducing the cat6 into the sheath, the physician encountered resistance and the tip of the cat6 became kinked simultaneously. Therefore, the cat6 was removed. The physician decided to use a balloon catheter and the same sheath to complete the procedure. There was no report of an adverse effect to the patient.